Event description:
Customer called to report a leak underneath the coulter lh750 hematology analyzer slidemaker, but could not determine the origin of the leak. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing at pinch valve 8 was leaking. The fse then replaced the cut tubing and verified that the services performed effectively resolved the leak issue. Customer stated that no one came in contact with the fluid and there was no impact to sample results as a result of this issue. Also, no injury was reported, nor was medical attention sought.

Manufacturer narrative:
(B)(4).